Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. A paper lid, an empty winding former and a needle/suture piece were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. Marks on body needle that appears to be by the use of a surgical instrument could be observed. The suture piece was examined and body fluid and the end suture was cut that appears to be by the use of a surgical instrument was noted. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. Per the open sample condition, the assignable cause of the performance - breakage suture, suggest an improper handling of the sample.

Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2018 and the suture was used. During procedure, the suture was broken at a knot during dermostitch by interrupted suturing. During interrupted suturing, knots were tied using an instrument. There were no adverse patient consequences reported.